Event description:
The customer reported via phone call that there was a large air bubble in their reservoir. Customer's blood glucose was 301 mg/dl. The customer treated their blood glucose with a bolus. Customer stated the air bubble was the size of a dime. The customer stated they did not rewind the insulin pump with the reservoir in place. Troubleshooting found the customer was unable to resolve the air bubble with a fix cannula. It was also found the customer was beginning to have air bubbles in their tubing. The customer was able to resolve the air bubbles at the end of the call. Customer also reported their sensor did not alert them of a high blood glucose. Customer declined to troubleshoot for their high blood glucose. Customer's reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.